Manufacturer narrative:
One photo of a 1ml luer-lok syringe (p/n - 309648) was received and evaluated. The image shows one loose syringe with an unknown white substance around the top of the barrel. It is possible that the substance is dried silicone. The condition observed cannot be confirmed to have originated from the manufacturing plant. Silicone is applied as a spray of particles to the inside of the barrel. It is unclear what type of storage and handling conditions the product was subjected to after leaving the manufacturing plant. It is possible certain conditions outside the manufacturing environment contributed to the attachment of silicone to the barrel walls as observed in the photos. The condition observed could not be confirmed to have originated at the manufacturing plant, therefore corrective actions are not necessary. A device history record review was completed for provided lot number 2272326 that showed no other rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c contained foreign matter: the following information was provided by the initial reporter: "customer had the following complaint that I am notifying you on. Currently no further action is being requested. No sample is available currently. White residue inside syringes" (B)(4)

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.